Event description:
The device was used during a diaphramic hernia repair. Reportedly the teflon pad disengaged into the patient's cavity. The tip had appeared to burn off and it seemed to cauterize the vessel but bleeding occurred. Tip was retrieved.